Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the surgeon tried implanting the anchor plate but it wouldn't advance due to sclerotic bone. The surgeon decided to use the awl to help the anchor plate go in, however, he forgot to remove the anchor plate before malleting the awl. The awl, implant holder, and anchoring plate all became jammed together. The surgeon used other devices to complete the case. There was a delay of less than 15 minutes without impact to the patient.

Manufacturer narrative:
Inspection: visual inspection revealed the awl support and plate are jammed in the holder body. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. Based on the information provided by the sales rep, it is possible that user error contributed to the instruments becoming jammed together as it was mentioned that the surgeon forgot to remove the anchoring plate from the implant holder when malleting the awl. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the surgeon tried implanting the anchor plate but it wouldn't advance due to sclerotic bone. The surgeon decided to use the awl to help the anchor plate go in, however, he forgot to remove the anchor plate before malleting the awl. The awl, implant holder, and anchoring plate all became jammed together. The surgeon used other devices to complete the case. There was a delay of less than 15 minutes without impact to the patient.